Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where six infusion sets fell off on (B)(6) 2024, (B)(6) 2024 during use.the events occurred within 24 hours of insertion. Patient replaced infusion sets and resumed insulin successfully. No further information was available.